Event description:
It was reported that this right ventricular (rv) lead had high shock impedances, that measured greater than 125 ohms. This rv lead was subsequently abandoned surgically and replaced. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.